Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, fading, and reddish in color with text segments missing; the battery compartment was observed to be cracked below the bumper pad; and corrosion was present under the internal clock battery component. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 as follows: the display was observed to be dim, fading, and reddish in color with text segments missing. The battery compartment was observed to be cracked below the bumper pad. The black box revealed that the time and date reset to default after a battery change on (B)(6) 2014. The pump was exercised for 24 hours, and the time and date reset when the battery was taken out for 6 hours. The pump case was removed for further investigation and corrosion was found underneath the internal clock battery. The cartridge and battery caps were not returned with the product; a test battery cap was used to verify steps. (B)(6).